Manufacturer narrative:
(B)(4) - blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual trigger of the device involved in this event was returned for evaluation. The trigger was visually and functionally evaluated. Upon evaluation, the device operated as intended. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a robotic hysterectomy on (B)(6) 2013. During the procedure, the device would not respond after placing it into the patient. Another like device was used to complete the procedure with no adverse patient consequences.